Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries and had random no delivery alarms. Customer also stated that the insulin pump had crack on the screen and cannot hear the loudest volume settings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm, failed battery test alarm and missing segment/partial display due to unresponsive button. No button error alarm during testing. Device received with minor scratched lcd window, cracked case at the display window corners and cracked lcd window.